Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had blood back due to balloon rupture. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the drive manifold assembly (0104-00-0031) , the cable assembly to the backplane (0012-00-1640) and the pneumatic module assembly (0997-00-1178). The unit passed all safety and functional tests and was returned to normal use.